Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, lot# l59321, implanted: (B)(6) 1999, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient's implanted infusion pump containing unknown medications at unknown do ses/concentrations. The indication for use was non-malignant pain. On 2017-jan-18, it was reported that the patient was attacked by a drunk person and his catheter was ripped out on (B)(6) 2000. The attacker was taken to jail, and the patient underwent surgery to fix the issue. The issue was considered resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.